Event description:
Patient was sat up in bed for a chest x-ray. Et tube had been in place since (B)(6) 2025. Sudden change in oxygenation and ventilation noted. Obvious cuff leak. Rn and rt injected 3 cc of air with improvement and then rapid softening of the pilot balloon. Recurrence of obvious cuff leak. Unable to maintain cuff pressure. Tube emergently replaced. After reintubation, cardiac dysfunction with loss of pulse. Code called. Pilot line was cut during extubation and reintubation. Post procedure examination of the balloon showed balloon partially inflated. Utilizing needle and syringe staff unable to inflate cuff. Pressure to cuff on the outside of the cuff does not create a leak. Unable to test pilot line or injection port.